Event description:
Meter name: one touch ultra. Strip name: lifescan ot ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unconscious. A nurse reported that a patient was taken to the emergency room. Patient's meter allegedly was not turning off. The result on patient's meter was unknown. The result on the emergency room meter was unknown. Treatment was unknown. No further information has been reported.